Event description:
Caller reported a black spot on the display, which affected their ability to interact with the pump and read the screen. There was no reported impact to the customer's blood glucose level. Technical support arranged for a pump replacement, and the customer planned to use multiple daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode before returning it with a prepaid label and understood the instructions.